Manufacturer narrative:
As received, the specimen consists of one hydro gw stf std an150-038; returned partially reloaded into the dispenser assembly within the opened, labeled packaging pouch, and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presents skive damage to the polymer jacket material in a proximal to distal orientation beginning 14.4cm and extending towards the distal tip. The skive damage has resulted in approximately 14.4cm of material removal, exposing 14.0cm of the metallic core wire. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information received to date, clinical and/or procedural factors appear to have impacted on the event as reported. If there is any further relevant information received a follow up medwatch report will be submitted.

Event description:
Zipwire peeled off from rough stone and remained in the patient. No patient injury, patient was "fine" they were able to complete the procedure without opening additional products. Additional information: the peeled off section is expected to flush out on it's own.